Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide, with a 6fr sheath, after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used and there was oozing at the closure site. Adjunctive compression, which is the standard care given for oozing, was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device confirmed the reported cuff miss. The probable cause for the reported event was determined to be related to the operational context during use. Analysis of the returned device also revealed that the rail suture end was broken at the swage end of the posterior needle tip; however, no conclusive cause could be identified. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.